Event description:
Olympus was informed that a gastrointestinal scope and two pediatric colonoscopes were cultured as part of the user facility's monthly surveillance testing. The scopes were reprocessed in a medivators dsd edge prior to conducting the tests. The test results indicated that the scopes tested positive for some of the following bacteria: klebsiella pneumoniae, pseudomonas aeruginosa, and other nonspecified gram negative bacteria. However, the user facility reported that not all three endoscopes grew all the organisms, but rather it was a mix. There was no pt infection associated with this report. Microbiological testing by a third party lab was offered to the user facility. The user facility declined as the scopes were tested multiple times with the same results.

Manufacturer narrative:
The device was returned to olympus for eval. Physical eval was performed on the device. The instrument channel and the suction channel were inspected using a small diameter boroscope and no residue or debris was found. The device had dents and scratches on the distal end cover. In addition, the bending section cover glue was cracked. The device has been serviced and returned to the user facility. As part of our investigation with this report, an olympus endoscopy support specialist (ess) visited the user facility to observe the user facility's reprocessing practices and provided reprocessing training. During the on-site visit the ess observed that the user facility staff was not pre-cleaning the endoscope. Additionally, the staff was not disinfecting the suction cleaning adapter. A second training was scheduled for the nursing staff and fellows. The exact cause of the user's report could not be conclusively determined. Please cross ref MFR report #2951238-2013-00025 and 2951238-2013-00026.